Event description:
It was reported the patient underwent removal of a spinal cord stimulator due to failed response. Additional information has been requested from the hcp, but was not available as of the date of this report.